Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been pretty high. Customer thought he knew how to replace the reservoir but is unsure. Customer was able to fill the new reservoir and set up the pump but he was unsure if he was getting insulin. Customer stated that his blood glucose is not going down. Customer's current blood glucose is over 570 mg/dl. Customer stated that he did not change his infusion set and it has been in for 3 days. Customer's blood glucose was 475 mg/dl after changing the set. Customer treated with a bolus. Customer reported that the insulin exited at the quick release. Customer had an empty reservoir prior to changing the set. Customer was able to deliver insulin and was advised to call back when he receives the tubing clamp. Customer also had a low blood glucose level of 55 mg/dl today. Customer's current blood glucose is 370 mg/dl. Customer treated with 3 glucose tablets. Customer stated that the pump was exposed to an x-ray or MRI.